Event description:
During a cerebral angiogram yesterday on a patient our siemens angio unit kept malfunctioning throughout the procedure resulting in having to turn the machine on and off several times throughout the procedure. The result of this ultimately ended with the doctor aborting the procedure half way through. The doctor was able to image the right carotid artery but was unable to image the left carotid due to the machine not working properly. The doctor had only half of the information that was needed, but for the safety of the patient who was one day post craniotomy/aneurysm clipping and becoming very agitated by the minute, the decision was made to abort the procedure.